Manufacturer narrative:
The user experienced hyperglycemia resulting in hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring inpatient treatment and is consistent with the reported administration of IV insulin. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed persistent hyperglycemia beginning after multiple supply changes, which is consistent with ineffective insulin delivery likely due to an infusion set or fluid pathway issue. The reported concurrent urinary tract infection likely also contributed to the hyperglycemia. Based on available information, the event was attributed to a suspected infusion set¿related issue with contributing infection, rather than abnormal ilet device performance. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 05-aug-2025, it was reported that on (B)(6) 2025, the user experienced hyperglycemia resulting in hospitalization while also being treated for a urinary tract infection. The user was treated with IV insulin and discharged on (B)(6) 2025. The user recovered and planned to resume ilet use after additional training.